Event description:
Tech found, he cannot lock right siderail in the up position.

Manufacturer narrative:
Tech found a missing latch shoulder bolt. Tech replaced missing bolt and performed safety function check to resolve.